Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# n067032, implanted: (B)(6) 2009, product type:lead. Product ID: 3487a-33, lot# v104403, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The patient reported that in (B)(6) 2014 she went into heart failure while in (B)(6) on vacation. She was placed in defib. Vest and told them she had both devices (implantable neurostimulator and pump), and was told no problem; however, alarmed constantly and the scs started acting up and then stopped working all together. The patient reported her stimulator battery was replaced (B)(6) 2015 and fortunately the electrodes did not have to be replaced. The patient wished the county reps and (B)(6) doctor would have checked the facts before telling her no problem having both. Follow-up was being conducted to determine cause, diagnostics, actions/interventions, and resolution of reported issue. If received a follow-up report will be submitted. Indication for use included other chronic/intract pain (trunk/limbs).